Manufacturer narrative:
Concomitant products: product ID: 8840, product type: programmer, physician.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving gablofen (2000 mcg/ml at 120 mcg/day) via an implanted pump. The indication for pump use was cerebral palsy and intractable spasticity. It was reported that a programming error occurred where the wrong concentration was entered. After the patient¿s complete system replacement, the concentration was entered as 2000 mcg/ml, but the concentration put into the pump was really 500 mcg/ml. The programming error caused an underdose. The patient was having a lot of pain and spasticity since the replacement; the symptoms had come on suddenly. They had been increasing the pump back up to get back to the old dose of 350 mcg/day that he was getting prior to the replacement. They were doing another 20% increase when the patient¿s dad mentioned that he thought the pump was filled with 500 mcg/ml. The surgeon confirmed that this was correct. The drug was appropriately labeled; the error was in the programming. The patient had really been getting 30 mcg/day during the error. Additional information was received on 13-jul-2016 from an hcp and it was reported that the patient had the pump replacement. The physician analyzed it and it read as 2000 mcg/ml concentration and titrated accordingly. The next day, when this hcp came to analyze, the patient further mentioned that he had been told the concentration was 500 mcg/ml. This hcp confirmed that with the neurosurgery pa (physician¿s assistant); it was 500 mcg/ml. The pump was reprogrammed with the 500 mcg/ml concentration to give the correct dose. The cause of the event was unknown. This hcp¿s best guess was that in the or (operating room) the concentration was incorrectly entered or was left as the previous default concentration as the patient had been on 2000 mcg/ml with the prior pump. The neurosurgery pa had ordered the lower concentration medication to fill the pump intentionally, but it was different than the patient¿s past concentration.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.